Manufacturer narrative:
One device received, visual inspection reveals, downstream occlusion rubber gasket with liquid residues inside. Customer problem confirmed. Root cause confirmed, replaced mainboard and downstream occlusion sensor. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. The device then passed all functional tests.

Event description:
It was reported that the device displayed error code 45639, there was unknown patient involvement.